Event description:
The reporter claimed the animas insulin pump has an inaccurate bolus history record. According to the reporter, the pump had been in his backpack from 4 am to 6:15 am on (B)(6) 2011 but the bolus history showed 14 boluses either completed or canceled. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate bolus history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.